Manufacturer narrative:
A ge service rep performed an on site investigation. The gear was greased and elevation pots replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that when the button to move the table on the 2800 system up was pushed, the table moved in a reverse trendelenburg motion during a case. The pt had to be moved to a different system and the procedure was completed without further incident. No pt injury was reported.